Event description:
This is 2 of 3 reports linked to mfg report numbers: 1121308-2022-00023 and 1121308-2022-00025. This report is from subject of speech at (B)(6) neurosurgical society held on (B)(6)2022 titled "examination of postoperative cerebrospinal fluid leakage from the nasal skull base-to take advantage of failure." It was reported that there were 506 patients who underwent nasal endoscopic surgery from january 2016 to october 2021. Of the reconstructed cases, 348 cases were the usual method of filling the saddle with a prosthesis and suturing the dura mater, 115 cases were the shoe cord method of suturing the prosthesis to the dural incision, and the dural defect was prosthesis. 41 cases of patch method to suture with an object. Duragen was used instead of fat after 2020 and three cases leaked in duragen. Causes were noted as insufficient graft, insufficient graft adhesion, and improper graft. No additional information was provided.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Duragen dural graft (duragen) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. An evaluation was requested from scientific affairs, but it was clarified that the complaint report does not have sufficient patient case information to perform the evaluation; however, it was clarified that csf leaks are a normal and expected consequence for transsphenoidal neurosurgical procedures. Therefore, there is not enough information for a root cause determination. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.